Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there were failures identified. To aid in the investigation, one hundred thirty-two samples and eight photos were provided for evaluation by our quality team. One sample came in a sealed packaging blister from lot 2332074 and the remaining one hundred thirty-one samples came bulk packaged in plastic bags. A visual inspection was performed. Twenty-two samples have embedded degraded resin, thirty-five samples have a scale marking issue, there was one damaged plunger rod, one rolled stopper and one missing stopper. Twenty-six of the samples had acceptable imperfections. The remaining syringes had no defects or imperfections. The eight photos provided show some of the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The scale marking issue, damaged plunger rod, rolled and missing stoppers could occur if there are jams during the assembly process. A device history record review was completed for provided material number 302830, lot 2332074. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. It was reported that failure identified during testing with togo medikit. Astem control number: unknown.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
It was reported that failure identified during testing with togo medikit. Astem control number: unknown. Additional information: scale marking blurred